Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the sutures unravel or fray during the procedure? No if no, please describe the issue in detail? When opening, the threads were not as usual. Could you please clarify the event ¿the threads were not as usual.¿ did the threads have any surface defect? Did they have a different color? No. Were the threads monofilament instead of multifilament? No. Were the threads twisted multifilament instead of braided multifilament? Yes.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and suture was used. During the procedure, when the package was opened, the threads were not braided. The threads were not as usual. The threads were twisted multifilament instead of braided multifilament. There were no adverse patient consequences. Additional information was requested.